Event description:
It was reported that during a procedure, the laser system displayed an error indicative of a system malfunction. Four fibers (from three different lots) were tried unsuccessfully. The laser system was no longer able to be utilized; therefore the case was completed by using an alternate surgical procedure. There was no report of a pt injury.